Manufacturer narrative:
(B)(4). Unit passed displacement test and active current measurement. However, unit failed sleep current measurement and power management graph displays unexpected battery power loss, problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery now alert. Customer stated that insulin pump received low battery warning before the replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.